Event description:
On (B)(6) 2012, the pt presented emergently with a ruptured abdominal aortic aneurysm, and underwent treatment with gore excluder aaa endoprostheses. The physician later diagnosed an infection, and the devices were explanted on (B)(6) 2012. The devices were replaced with a surgical graft, and the pt is okay. The cause of the infection is unk. The devices are being returned for evaluation.